Event description:
Customer called on (B)(6) 2011 reporting of a clear fluid leak below the lh 500 hematology analyzer but was unable to locate the source of the leak. Customer noted that no patient results were affected by the leak and no injury was reported. Customer was wearing proper personal protective equipment during the event and no one was exposed to the leak. Field service engineer (fse) was dispatched and found a pin hole in the tubing through pinch valve pv43. Fse replaced the tubing and verified repairs per established procedures.

Manufacturer narrative:
(B)(4).